Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 144 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. On october 24, the distributor provided us with information that the pump serial number initially provided was incorrect, and provided the correct pump information. On october 24, the distributor provided us with information that the pump serial number initially provided was incorrect, and provided the correct pump information.